Event description:
"It was reported that," this facility tried to perform electrocautery using co's surefit. They applied three different pads & the esu would not set. The doctor held the bleeder with a clamp while attempts were being made with the ground pads. The esu still did not set and the doctor ended up using a "liga clip" to close the bleeder. No pt injury.